Event description:
This report is based on information provided by philips technical support engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging port connector within the front case enclosure is broken.